Event description:
Health care professional (hcp) reports a fiber leak noted by an alarm on the hemodialysis device during the first hr of pt treatment. Subsequent testing of the dialysate compartment proved positive for the presence of blood. New disposables were used to continue the treatment without incident. Reuse number unknown. Health care professional reports no pt injury or need for medical intervention.